Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. Technical services walked them through the process of resetting the cpu. Unit passed electrical safety and performance verification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported backup alarm failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.